Event description:
During procedure, balloon partially inflated, stent was partially deployed. One of three looped in between struts of stent. Wire would not withdraw from coronary wire. Pt remained stable, but was scheduled for surgery later that day. He had an mcr with extraction of entrapped wire and intracoronary stent. Stent and wire were visualized in the proximal, posterior, descending artery. Stent removed through arterotomy. Wire was cut. Wire and guiding cath were then brought out of sheath in right groin.